Event description:
It was reported that during preventive maintenance testing, the pump "freezes up" during use. The screen stays locked on one display and the keypad does not work when a downstream occlusion occurs. Further complaint evaluation clarified the reported symptom to be that the display "freezes" during a downstream occlusion, the auto restart function does not work after the occlusion is cleared and during a downstream occlusion alarm the pump will not power off via the on/off key.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. Upstream occlusion and downstream occlusion tests were performed per the sigma preventive maintenance procedure with the unit passing, in which the auto restart function performed as expected. Further evaluation found that all keys performed as expected and no keys resulted in incorrect response or double entry. It was observed that the downstream sensor current signal was elevated and out of specification. The elevated signal may produce false downstream occlusion alarms and not allow the device to auto restart. However, during the evaluation the downstream occlusion detection and auto restart function performed as expected. During a downstream occlusion alarm, when the auto restart function is enabled, the pump can be silenced via the 4th soft key or powered off by the on/off key. Pressing any of the remaining keys will only produce an audio response and will not result in any output while the pump is alarming for a downstream occlusion. A flow rate test was also performed with the device in question, per the sigma preventive maintenance procedure and found to deliver within specification. At this time, the date of event is unknown.